Manufacturer narrative:
On 6/16/2016 integra investigation completed. Method: failure analysis, device history evaluation, results:failure analysis - lamp is discolored. Control board failed error code sequence and memory. A visual inspection of the returned mlx found the turret was damaged (melted). In addition, the (4) bumper feet were missing. Functional testing found the unit failed error sequencing; the controller board failed. Note that the controller board did not cause the melting of the turret. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint report is confirmed; root cause undetermined.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reports that unit got hot enough to burn a hole through 2 headlight modules, two separate patient procedures. They were using the 001380lx9 cables. On (B)(6) 2016 customer has not provided additional promised information. 1 of 2 related complaints (other mfg. Report# 2523190-2016-00060).